Event description:
The customer reported via phone call that they were hospitalized for diabetic keto acidosis on unknown date. Blood glucose reading was high. The customer treated high blood glucose with insulin pump and intravenous drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege under delivery on insulin pump. No further patient complication were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.